Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a possible clot within the blood pump could not be confirmed through this evaluation as the device was not returned and no photographs were submitted for review. A specific cause for the reported event could not be determined through this evaluation. It was reported that during patient support on the centrimag system, the hospital staff heard a sound from the motor and blood pump like a clot was ingested. Subsequently, the display on the console started flashing and went blank. It was noted that pump speed and flow were able to be seen after the console was connected to the mag monitor. No alarms were reported in association with this event. The patient was reportedly switched to a backup console and motor without any complications. After the exchange, the hospital staff reportedly turned on the console with the blank screen and the issue was observed to be resolved and the console had a visual display. Multiple requests for return of the blood pump were issued to the customer; however, no additional information regarding pump disposition was provided and the blood pump, lot number not provided, has not been returned for analysis to date. The complaint file will be closed accordingly. The centrimag blood pump IFU lists thromboembolic phenomena as a possible side effect that may be associated with the use of the centrimag blood pump. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced console is reported under MFR. Report #2916596-2019-02669. The referenced motor is reported under MFR. Report #2916596-2019-02670. Serial number was not provided. Therefore age of device and manufacture date are unknown. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was supported by the centrimag system. It was reported that they heard a sound from the motor and blood pump as if it ingested a clot or was de-coupled. Then the display on the console started flashing and went blank. The console was hooked up to mag monitor so they were able to see pump speed and flows. Patient was switched to backup console and motor with out any complications. After they switched they turned on the console with the blank screen and the issue was resolved and the console had a visual display. No additional information was provided.